Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving fentanyl (500 mcg/ml at minimum rate) and bupivacaine (2 mg/ml at minimum rate) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient had a pocket revision and catheter revision done "7 days ago" relative to (B)(6) 2018. The reason was given as a confirmed flipped pump. The catheter was noted to have been replaced during the revision. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.